Event description:
Clinic notes were received on 08/01/2016 and dated (B)(6) 2016 for referral for surgery as battery is nearing end of service. On 08/03/2016, it was reported that the patient's seizures have increased to 13 per day and she will be seen for consult. The patient believes the increase is related to vns. The patient underwent a battery replacement on (B)(6) 2016 due to battery depletion. The explanted generator was discarded after surgery and is no longer available for product analysis. No additional information has been received to date.

Event description:
It was reported during follow-up that the increase in seizures was not believed to be related to vns therapy. Prior to the patient's battery replacement it was stated the battery was at end of service.